Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed when a vented paclitaxel set was spiked. The reporter stated the leak was observed at the air vent. This event occured during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a video of the issue was provided for evaluation. Visual inspection of the video revealed that the device was leaking through the blue air vent of the spike. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.